Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior surgical procedure at l3-5 skipping l4 due to fracture of the l4 vertebrae. A pproximately 3-4 years post-op the patient began feeling pain. After an MRI it was noticed that the set screw was dislodged. The patient underwent a revision surgery to remove the hardware.